Event description:
During service by baxter, a colleague infusion pump required the replacement of a battery harness assembly with safety. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device was not returned to baxter and was repaired on-site. The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The battery harness was replaced per procedure of the replacement of the main batteries, as it is an associated part. If any additional information is received, a follow-up MDR will be sent.